Manufacturer narrative:
This report is submitted on february 22, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anesthesia on (B)(6) 2018 to change the abutment. The implanted device remains.